Event description:
The pt was implanted with a prosthesis on 8/14/96. Subsequently the physician noted the device had migrated. No additional info regarding this occurrence the physician noted is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.